Manufacturer narrative:
Concomitant medical products: sigphandle - sig power sigphandle handle, lot# unknown unk-sigadapt - unknown signia egia adapter, lot# unknown sigpshell - sig power sigpshell control shell, lot# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic right upper lobectomy, when taking a branch of the pul monary vein, there was delayed staple line bleeding after the surgeon fired the stapler correctly. A clip applier was used to stopped the bleeding. The patient is currently doing okay.